Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm during a bolus. The customer's blood glucose was 469 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. The customer also stated she was unable to remove the infusion set and examine the cannula at the time of the call. The customer was advised to change out their infusion set. No additional information provided.